Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
The customer reported via phone call that they were experiencing issues with the sensor as well as high blood glucose. The customer explained that they had a blood glucose of 407 mg/dl, but their sensor gave a reading of 48 mg/dl. The customer also received calibration error alerts, the change sensor alert and the weak signal alert. The customer declined troubleshooting at the time of the call. The customer was advised that replacement sensors would be sent. The customer stated that they would contact their trainer first and, if no solution was reached, then they would call back for the replacement sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.